Event description:
The rep reported the device was used during a laparoscopic donor nepherectomy. It was reported tsw35 "staple line blew open" according to the surgeon. They clamped both sides of the portal vein and unopened the pt. They used the same tsw35 on portal vein with a different reload and it worked fine.